Manufacturer narrative:
Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause for the worsening symptoms due to moderate-severe pvl 28 months post deployment of the sapien valve is unknown. Patient factors that may have contributed to the worsening pvl are not available. It is possible that the initial too ventricular placement of the sapien valve may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-00959.

Event description:
A 26mm sapien xt valve was deployed in an existing 26mm sapien valve to correct moderate-severe paravalvular leak (pvl). The novaflex + (nf+) delivery system burst during the xt valve deployment. Post dilation of the xt valve was successfully performed. The initial implant of the 26mm sapien valve was too ventricular (60-70% ventricular), but was left at that time without further intervention. Twenty-eight (28) months later the patient returned with worsening symptoms due to moderate-severe pvl. It was decided by the team to implant a 2nd valve in a higher position. During the 2nd tavr procedure, the novaflex+ delivery system was prepped with nominal volume (21cc). Pre-deployment, the 26mm sapien xt valve was positioned 70:30 aortic/ventricular (a/v) without difficulty. But during balloon inflation the xt valve started to move into the aortic position. As the team repositioned the xt valve, the nf+ balloon ruptured. Post deployment the xt valve was stable and landed in the intended position (70:30 a/v). The physician removed the delivery system and sheath and inserted a new 18fr sheath. A 26 x 4 true balloon was prepped and inserted into the 18fr sheath to post dilate the xt valve. The balloon was introduced into the 26mm sapien xt and inflated. Echo was then assessed and only trace/mild pvl was noted. The balloon and sheath were taken out and perclose sutures were tied down. An angiogram of the left common iliac was done showing brisk flow. The patient was extubated and transferred to the ICU in stable condition. The team thought that during the repositioning of the sapien xt the balloon ruptured once it came in contact with the existing sapien valve. Valve calcification degree and native vessel size is unknown at this time.